Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spine degeneration and underwent surgery at the l4-l5 level. During surgery, the cap of the break off set screw would not break off. On direct visualization it was seen that the cap had broken and bent up the side of the cap and not directly off of the threaded portion. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis visual and optical inspection confirmed the break off portion of the screw was returned cracked and deformed. The threaded portion was not returned for analysis. It appears the break off portion was damaged during the break off process. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.